Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the outer insulation was distorted due to pulling/stretching/overstress. Visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead was difficult to place. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.